Event description:
A malfunction alarm identified as malf 15 was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without any recurrence. The customer was advised to continue using the pump and to report any further malfunctions.